Event description:
It was reported by the customer that the devices had broken bottom latches. The number of broken units has doubled, and it has been difficult to keep up with the parts needed for these repairs. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the devices had broken bottom latches was confirmed during inspection. During the inspection, the tubing guide arm was opened and did not return to the closed position as intended (unknown dried fluid residue was found on the component). Yellow spots were observed on the membrane, and the legs of the sear were found to be fractured with missing plastic. The gray part from the latch assembly was found to be fractured. Unknown dried fluid residue was found in the latch assembly and corrosion was observed inside the rear case. The sear and latch assembly were replaced by a known-good dchu sear and latch assembly for testing purposes only. Preventive maintenance (pm) task was performed on the suspect pump module. The asm pm task completed successfully without any observed errors or malfunctions. The tube guide arm was disassembled and cleaned. After cleaning, the component functioned as intended. The presence of unknown residue on device components can cause device malfunctions. Review of the pump module error log showed no errors were recorded related to the reported event. The pump module event log showed the last infusion performed on 23 november 2025 at 6:14 am as channel a with a rate of 40 ml/h and volume to be infused (vtbi) of 1000 ml. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2) states that devices should be thoroughly cleaned and disinfected before each patient use. Use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage. Use of a damaged device can result in patient harm. Send all damaged devices to biomedical engineering for repair. There was no patient involvement. Root cause: the probable root cause of the report indicating that the devices had broken bottom latches is being attributed to improper cleaning of the devices that lead to plastic embrittlement. The inspection of the returned device revealed the presence of unknown dried residue that had been in contact with the device. It is critically important when cleaning the alaris system that only recommended cleaners are used and recommended cleaning practices are performed. Following up the cleaning process using a lint free cloth/low lint cloth dampened with water is an important step to remove residue from the cleaning process, this residue can cause the plastic parts to weaken and crack over time. Note that this report lists imdrf annex a1801, a040502, a0404, c2302, c0601, d08, d15, g04067, g04037, g0405206 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the devices had broken bottom latches. The number of broken units has doubled, and it has been difficult to keep up with the parts needed for these repairs. There was no patient involvement.